Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and with two cartridge reloads present. Reload b was received fully fired; reload c was received fully loaded with staples. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned cartridge reload c. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a lobectomy procedure, after firing the device with a blue reload the nurse wanted to reload the stapler with another blue reload. However it was not possible to reload the stapler. Something in the jaw made the reload stuck and unable to put it in the cartridge half. Surgeon and sales rep tried to get it in the jaws but it didn't work. "As a consequence they had to use another reload for a multiplier stapler." As a result of the difficulties encountered with this device, the procedure was prolonged eight minutes. There were no adverse consequences for the patient.